Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received during analysis the stored egm indicated noise and hvli-c trending had been increasing. Noise on the egms seemed consistent with that occurring with a connection issue. The device was tested, and no anomalies were found.

Event description:
It was reported that intermittent noise was observed on the ventricular channel. Physician noticed substantial amount of tissue and blood in the pace/sense portion of the header. The device was explanted and replaced .